Event description:
The patient underwent a paravaginal suspension with a total mesh graft, rectocele & enterocele repair, and vaginal vault suspension on (B)(6) 2008 and mesh was implanted. The patient has experienced erosion and persistent pain. She had a mesh removal procedure on (B)(6) 2009.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00237. The same patient is represented in each medwatch.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. The patient developed reherniation of her bladder due to heavy lifting which required a second surgery. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00237. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient presented with vaginal mesh erosion. The patient underwent cystoscopy and vaginal mesh excision on (B)(6) 2013. No additional information was provided at this time. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-00237. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.